Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced ten bent cannula issues on (B)(6) 2025.the patient experienced high blood glucose levels. The patient received treatment with correction injection via mdi. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.